Manufacturer narrative:
Immucor technical support accessed the customer galileo echo instrument to view the test wells by a remote electronic method on (B)(4) 2014. The immucor product investigation laboratory tested the retention product on (B)(4) 2014 for e blood group antigen, and the product performed as expected. The customer returned a blood sample to the immucor laboratory for investigation which was tested against retention product (r442) on (B)(4) 2014. The customer blood sample resulted as unexpected negative when tested by the immucor laboratory, which duplicated the customer outcome at the customer site.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.